Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose level at the time of the incident was 32.3 mmol/l. Customer stated that the auto mode feature was active or not was unknown at time of high blood glucose event. The device will not be returned for analysis.